Event description:
During an in clinic follow up, inadequate therapy for a ventricular tachycardia (vt) was noted on the device. It was suspected the inadequate therapy was due to the vt zone not being programmed low enough. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.